Event description:
The recipient is reportedly pursuing elective revision surgery to address partial electrode insertion. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Previous imaging revealed electrodes outside the cochlea. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. A post operative x-ray showed proper electrode placement. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.